Event description:
Event description boston scientific received information that this right ventricular lead displayed loss of capture and no intrinsic numbers one day after the implant procedure. A chest x-ray confirmed dislodgement. The patient was not symptomatic.